Event description:
Per the audiologist, the pt hit his head on the implant site and suddenly stopped responding to sound. Testing in the clinic detected that the implant was not functioning. Explant and reimplant had not been scheduled as of the date of the report, september 12, 2008.